Event description:
It was reported that during central processing, maryland bipolar forceps (mbf) instrument conductor wire was found broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue was found during the procedure. It was frayed cable, and the instrument did not collide with any other instrument or tool during the procedure. The instrument was inspected and frayed cable was found. There was no arcing observed. Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable is broken. Additionally, the instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.